Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. The investigation determined the difficulties and patient effect appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: launcher 3.5, pt2 ms, pilot 200. Guide cath: jl 8. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a bifurcation lesion located in the proximal left circumflex artery. After pre-dilatation, the xience xpedition 2.75 x 48 mm stent delivery system (sds) failed to cross due to the patient anatomy. When the sds was removed, the stent struts were flared and a dissection was observed. Another stent was used as treatment. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported failure to advance could not be replicated in a testing environment as the components were not returned. The reported damaged stent was not confirmed. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer noted that based on the review of the images provided, it appears that the probable cause of this event may be related to the patient challenging coronary anatomy for the stent inability to cross the lesion. However, the probable cause for the dissection cannot be determined. Additionally, these images are not able to provide any visual confirmation regarding any structure deformation of the stent struts.

Event description:
Subsequent to the previously filed medwatch report, the device was returned for evaluation on 11/19/2018.